Event description:
It was reported that during a prostatectomy procedure, the device jammed. Used another like device to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and all the firing trigger teeth were found broken, no function test was performed. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. This and other similar events, should they occur, will be trended to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.